Manufacturer narrative:
Patient-specific information is unavailable at the time of this MDR writing; therefore, respective fields reflect "unknown" or left blank accordingly. The automated impella controller has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a purge disk not detected alarm appeared during preparation of an automated impella controller (aic) for patient support. Despite replacing the purge cassette and troubleshooting the unit, the issue persisted. The aic was subsequently replaced to resolve the failure. There was no report or indication of interruption in support and noted harm.

Manufacturer narrative:
The investigation for the console (aic) purge disc/flag issues has been completed. Data logs from the complaint date revealed that the console issued purge disc not detected alarm (event set #402) twice. The console was examined returned for evaluation and a broken purge disc flag was identified. The purge disc flag was observed to be broken and was the root cause of the reported purge disc not detected alarm issue. Added h6 impact code 4629.